Event description:
It was reported that there was a crack under the hub that was leaking.

Manufacturer narrative:
A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. An investigation has been initiated. When the investigation is complete, a final report will be submitted.